Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the act button had to press two to three times to rewind the insulin pump. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had diminished battery life. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test and displacement test. No prime anomalies were noted. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. No unexpected battery alarms were noted. No cosmetic damage noted.